Manufacturer narrative:
(B)(4).

Event description:
Subsequent information was received that a revision procedure was performed. It was confirmed that the terminal pin was fully inserted into the connector and the setscrew was functioning appropriately. When the rv lead was tested through the pacing system analyzer, normal impedance measurements were noted. As a result, the rv lead remains implanted. The device was explanted and replaced due to blood infiltration into the connector. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week following the pacemaker replacement procedure, the impedance measurements on the right ventricular (rv) lead were greater than 3,000 ohms and the intracardiac potential could not be measured. It was indicated the lead measurements were not performed with a pacing system analyzer at the time of the revision. The x-ray confirmed that the terminal pin was fully inserted and no damage to the rv lead was noted. It was noted the increased impedance measurements began five days after the revision procedure. As a result, the mode switch was activated. However, pacing was delivered without sensing on the cardiac electrogram. During the investigation, atrial fibrillation was noted and the ventricular rate was over 100 bpm, but ventricular pacing was being delivered without the device sensing the rate. As a result, the programming was changed to vvi30. It was noted the patient would be admitted to another hospital for a lead revision in the future. No adverse patient effects were reported.